Event description:
The hospital discovered a cracked canister. The product was not used to treat a patient.

Manufacturer narrative:
Device investigation: there is a single straight 4cm long crack in the canister wall. There are two small (<1cm) cracks in the wall to base transition which are diametrically opposite with an impact blister between them. With the 4cm crack oriented at 12 o'clock, these transition cracks are at 11:00 and 5:00 and the impact blister is at 1:30. Using the included port caps, the canister was sealed and attached to a known functional pump. The canister reached a vacuum of -25.0inhg in 6 seconds and reached equilibrium at -28.0inhg in 25 seconds. A known functional canister reached -25.0inhg in 5 seconds and reached equilibrium at -28.5inhg in 30 seconds. The cracked canister is fully functional. The wall to base transition cracks have not been seen before as a failure mode and likely occurred during return to penumbra. The 4cm crack does not interfere with canister function. Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened a CAPA and implemented actions which included re-designing the shipping box, attaching the canister lid to the canister, and using a separate compartment for the filter. This CAPA is currently being evaluated for effectiveness. The failure rate following the implementation of the new shipping container/configuration is currently at 0.11% as compared to 0.35% prior to implementation of the new shipper. The canister involved in this case was packaged in the original pack.